Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the pt developed chest pain and was diagnosed with target vessel restenosis. The 15mm and 80% stenosed target lesion was located in the distal right coronary artery (rca). There was a reference vessel diameter of 3.0mm. The target lesion was predilated and a 3.00x20mm taxus express2 stent was implanted resulting in 0% residual stenosis. The pt was discharged 1 day later on aspirin and clopidogrel. At 415 days post index procedure, the pt presented with a history of two recent episodes of chest pain on exertion. The pt was scheduled for a nuclear stress test 7 days later that revealed anterior and anterolateral perfusion defects. Coronary angiography completed 12 days after the nuclear stress test revealed target vessel restenosis. The proximal rca had a 90% stenotic lesion with luminal irregularities of the distal rca. The index stent was reported to be widely patent with 10.71% stenosis in the distal rca. The lesion in the proximal rca was treated with a 3.0x16mm taxus liberte stent followed by post dilation resulting in 0% residual stenosis. A 3.0x20 taxus liberte was also implanted in the ramus during the same procedure. The event was reported to be resolved without residual effects, and pt was discharged 1 day later on aspirin and clopidogrel.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.